Event description:
It is reported by pt's counsel that pt underwent a total right hip replacement in 2005. Post-op, the pt experienced pain and was revised on six and a half months later, wherein the polyethylene liner and femoral head were replaced.

Manufacturer narrative:
Eval summary: no product, pictures, surgeons notes, x-rays, implant date, or relevant pt info was received. No analysis can be performed with the info provided. Cause cannot be definitively determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.